Manufacturer narrative:
(B)(4). Describe event or problem - correction "data was evaluated and the allegation was not confirmed. The root cause could not be determined."

Event description:
Data was evaluated and the allegation was confirmed. The root cause was determined to be a low transmitter battery that led to a transmitter failure. The product was evaluated. The device was visually inspected and passed. Voltage testing was performed and the test failed due to no voltage. A review of the share logs was performed and a failed transmitter error was not found within the investigation window. The allegation was not confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was not confirmed. The root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed, and the test failed with 0 voltage. A review of the share logs was performed and a transmitter failed error was found within the investigation window. The probable cause was determined to be a low transmitter battery. No injury or medical intervention was reported.